Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain when she moves her arm. The physician believes that the generator has migrated laterally and has referred patient for surgical evaluation. Diagnostics were reported to be within normal limits. A non-absorbable suture was used to secure the generator to fascia during implant surgery for this patient on (B)(6) 2015. Additional information was received from the neurologist that the patient experienced pain since approximately early (B)(6) 2015. There was no trauma or other incidents that might have contributed to the migration of the device. The migration is believed to be progressive since implantation or soon after. No known surgical interventions have occurred to date.

Event description:
Additional information was received form the surgeon's office that the patient was seen and that the surgeon felt that the device was satisfactorily in place and that no surgical interventions are needed. If patient experiences an erythema again, patient was advised to see the surgeon at that time.

Manufacturer narrative:
Method codes: initial MDR listed incorrect method codes. Conclusion codes: initial MDR listed incorrect method codes.

Event description:
It was reported that the patient was now being referred for surgical intervention regarding the generator migration previously noted. The office visit the patient had with the consulting surgeon indicated the patient was experiencing pain when she lifts her left arm. The generator was noted to be in an awkward position. The diagnostics results were reported to be within normal limits. No interventions have taken place to date. Follow up communication revealed the redness observed around the generator site was not erythema, and only occurs when the patient is overexerted. In the patient's initial consultation when the migration was first observed, the redness was not observed as it had apparently resolved.

Event description:
It was reported that the patient had her generator surgically repositioned on (B)(6) 2016 to address the previously reported migration. No additional pertinent information has been received to date.

Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator has not been received to date.